Event description:
Healthcare professional reported rupture, "siliconomas" ultrasound confirmed, and patient complaining of pain in the left breast. Device has been explanted.

Manufacturer narrative:
Device evaluation: one extended opening, brown particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp and wear abrasion. Based on the device analysis the final assessment is one opening crease sharp in the side anterior assessed as fold flaw opening.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" "siliconomas" "rupture."

Event description:
Healthcare professional reported rupture, "siliconomas" ultrasound confirmed, and patient complaining of pain in the left breast. Device has been explanted.